Event description:
It was reported that a malfunction alarm occurred. Reportedly, customer obtained alternate method of insulin therapy from healthcare provider. Customer¿s blood glucose level was 150 mg/dl.